Event description:
It was reported the patient (B)(6) experienced partial stimulation. The sjm representative could not establish communication between the ipg and multiple external devices. Subsequently, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This device is not approved for sale in the USA, but is similar to a USA marketed/approval device.